Event description:
Information was received indicating that smiths medical cadd solis vip pump gave error 41266. No adverse event reported.

Manufacturer narrative:
Device evaluation: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed an occurrence of "system fault 41622. Functional testing involved powering up the pump and found that the pump displayed error code 41622 on power up. The investigation determined that a faulty motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed.